Event description:
The patient continues to have difficulty with his pacemaker sensor. At his last visit, his activity response was made less sensitive and changed from medium-low to medium-high, as he was complaining when he would ride his lawnmower or drive his truck, that it is not a very smooth ride. Because of this, he would have his heart rate increased to the upper rate limit or approximately 120 beats per minute. He would develop symptoms with prolonged increased heart rate and would feel lightheaded, would lose his peripheral vision, and would become diaphoretic. Despite multiple reprogramming attempts with his pacemaker sensor and contact with the device manufacturer, he has continued to experience difficulty with a rapid heartbeats and adverse symptoms when driving in his truck and is a reflection and limitation of his current device sensor. For this reason, the patient has requested and expressed pacemaker replacement to a biotronik device.post op visit after biotronik pacemaker implanted: patient has a normally functioningdual-chamber biotronik permanent pacemaker.